Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. After reloading the cartridge, contact received a correct fill estimate.